Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon has made a request for stanmore to re-issue a further tibial component that is the metal casing for the tibia for a patient whose tibial component was revised recently. The patient has had problems since a short time after her revision and although alignment appears satisfactory, on flexion she develops a significant valgus and external rotation deformity, and the surgeon thinks she has subsequently avulsed her extensor mechanism which is only partly functioning. The surgeon suspects that this is because the tibial metal casing was inserted with slightly more external rotation than it had before. He intends to explore her knee with a view to re-attaching the extensor mechanism but he wants to be prepared to revise the metal casing in the tibia in case it is overtly externally rotated.

Manufacturer narrative:
An event regarding alleged external rotation involving a custom distal femur, tibial component was reported. The reported event was confirmed via x-ray review by a senior design engineer. During this review the reported rom (range of motion) was confirmed to be due to excessive external rotation. The investigation concluded that the external rotation of the device was due to surgeon error. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Device not returned.

Event description:
The surgeon has made a request for stanmore to re-issue a further tibial component that is the metal casing for the tibia for a patient whose tibial component was revised recently. The patient has had problems since a short time after her revision and although alignment appears satisfactory, on flexion she develops a significant valgus and external rotation deformity, and the surgeon thinks she has subsequently avulsed her extensor mechanism which is only partly functioning. The surgeon suspects that this is because the tibial metal casing was inserted with slightly more external rotation than it had before. He intends to explore her knee with a view to re-attaching the extensor mechanism but he wants to be prepared to revise the metal casing in the tibia in case it is overtly externally rotated.